Event description:
It was reported that the user experienced a sensor error on a libre 3 plus used with the ilet, with the on-screen prompt indicating to check back later and resulting in no glucose readings available to the pump. Symptoms included no reported adverse clinical effects. Outcomes included the user performing capillary blood glucose checks and manually entering values into the pump per guidance, with no interruption to therapy reported. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the pump functioned as designed and the issue was consistent with a sensor communication or data availability error. It was concluded that the event was attributable to sensor error with no patient injury and no device malfunction of the pump identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.